Manufacturer narrative:
Qn# (B)(4). The reported complaint for iab "blood noted in gas tubing" is confirmed based on the customer photo provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "central lumen extremely dampened and blood noted in gas tubing". The report further states, "this is a male patient with an axillary iab in place. The patient is waiting for transplant and the iab has been in place for 5 days. Today, they started getting condensation in the gas tubing". Additional information states that "the patient is stable. Went to or to remove the balloon". It is unknown per the customer if a 2nd balloon was inserted. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number other remarks: n/a corrected data: n/a

Event description:
It was reported that "central lumen extremely dampened and blood noted in gas tubing". The report further states, "this is a male patient with an axillary iab in place. The patient is waiting for transplant and the iab has been in place for 5 days. Today, they started getting condensation in the gas tubing". Additional information states that "the patient is stable. Went to or to remove the balloon". It is unknown per the customer if a 2nd balloon was inserted. No report of patient harm or injury.